Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the drill bit broke in the patient whilst drilling. The surgeon removed the broken drill fragment from the patient's glenohumeral space. The procedure was completed without issue. No injuries or surgical complaints.